Event description:
Information received indicates the bed exit would not alarm through nurse call.

Manufacturer narrative:
The technician found the tape switches were failing. The technician replaced the tape switches to repair the bed.